Manufacturer narrative:
Further information regarding this event could not be obtained from the customer.

Event description:
It was reported that a patient put their finger in the hole at the end of the litter frame, and cut their finger. Further information regarding the severity of the injury or any treatment was not provided.

Event description:
It was reported that a patient put their finger in the hole at the end of the litter frame, and cut their finger. Further information regarding the severity of the injury or any treatment was not provided.